Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not charge. The complainant indicated that there was not pt involvement in the reported failure.